Event description:
It was reported that during a procedure, the clip would not hold. There was no adverse pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Empty. Evaluation summary: the analysis results found that the el5ml device (a) was received in good visual condition. It was tested for functionality and it did open and close without any difficulties. In addition, it was cycled, fed, and formed the remaining 10 clips conforming. The device locked out as intended. The reported incident could not be duplicated, as the instrument was fully functional. The analysis result for the el5ml instrument (b) found that it was returned empty and locked out, but the orange indicator was noted to be beyond its intended position. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.